Event description:
It was reported that when the medical assistant tried to reprogram the patient¿s implantable neurostimulator (ins) per plan, they got a reposition the antenna screen on the recharger and were unable to get a ¿read on it¿. An overdischarge (od) condition was suspected on the ins as the patient had not charged in approximately 3 months. It was also reported that the stimulation turned off on its own 3 months ago. The last time the patient felt any stimulation was 3 months ago. The antenna locate (al) feature was used and a power-on-reset (por) occurred (error code unknown) which was able to be cleared. The manufacturer¿s representative was able to get the patient¿s ins device charging again and, after using the recharger belt and turning the antenna dial, 8 coupling bars were seen. The patient was going to charge the ins battery and come in for a follow up appointment the week of (B)(6) 2015 for programming. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, product type: recharger. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) additionally reported that the ins was unable to recharge and unable to interrogate stimulation occurred on (B)(6) 2014. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The patient was non-compliant, forgot to recharge. It was noted that patient was not using the stimulation. The ins was reprogrammed on (B)(4) 2015 and the outcome was resolved without sequalae. The indication for use included spinal pain and failed back surgery syndrome.

Event description:
Follow up information confirmed that the patient was reprogrammed and was receiving effective therapy. If additional information is received, a follow-up report will be sent.